Manufacturer narrative:
Device evaluated by manufacturer, evaluation summary attached, method codes, result codes, conclusion codes: updated. Device evaluated by manufacturer: the returned product consisted of the watchman delivery system (wds) without the implant. The device was bloody. The hub, shaft, tip, and core wire were microscopically, tactile and visually inspected. Inspection revealed tip damage (tricuts flared/ abrasions), and sheath damage (abrasions/numerous kinks). There was no damage to the tip/threads of the core wire. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited (B)(4).

Event description:
It was reported that a core wire detachment occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman ® access system (was) and 27mm watchman ® laa closure device & delivery system (wds) were used. The closure device was deployed but not adequately positioned. They fully recaptured the device. When attempting to re-deploy the device a second time they noted that the core wire was detached from the implant which was partially outside of the was. The physician pulled the wds and the was into the right atrium and used a snare to remove the device. The procedure was not completed. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that a core wire detachment occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman ® access system (was) and 27mm watchman ® laa closure device & delivery system (wds) were used. The closure device was deployed but not adequately positioned. They fully recaptured the device. When attempting to re-deploy the device a second time they noted that the core wire was detached from the implant which was partially outside of the was. The physician pulled the wds and the was into the right atrium and used a snare to remove the device. The procedure was not completed. No patient complications were reported and the patient status is stable.

Event description:
It was reported that a core wire detachment occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman ® access system (was) and 27mm watchman ® laa closure device & delivery system (wds) were used. The closure device was deployed but not adequately positioned. They fully recaptured the device. When attempting to re-deploy the device a second time they noted that the core wire was detached from the implant which was partially outside of the was. The physician pulled the wds and the was into the right atrium and used a snare to remove the device. The procedure was not completed. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer, evaluation summary attached, method codes, result codes, conclusion codes: updated. Device evaluated by manufacturer: the returned product consisted of the watchman delivery system (wds) without the implant. The device was bloody. The hub, shaft, tip, and core wire were microscopically, tactile and visually inspected. Inspection revealed tip damage (tricuts flared/ abrasions), and sheath damage (abrasions/numerous kinks). There was no damage to the tip/threads of the core wire. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited (B)(4).